Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked; further described as ¿line snaps and sprays solution everywhere¿. This occurred during use of the device for peritoneal dialysis therapy. It was further reported that the lines do not appear "too pinched" in the door of the device. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.